Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, because electropneumatic proportional valve unit is clogged, the flow rate is out of the standard value. How ever the cause of the clog could not be established. Additionally the evaluation found that due to poor contact of front panel, the leds are flickering. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the insufflator had inconsistent flow rate. It was not specified during what type of device usage the reported event occurred. There was no reported patient injury or medical intervention associated with this event.